Event description:
The customer reported that he accidentally submerged the insulin pump in his pool, and the device had a blank display. Troubleshooting was performed and the blank screen continued. The customer also mentioned that the numbers in the insulin pump were ramping on its own before the blank screen. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of a corroded electronic assembly and motor home switch.